Event description:
It was reported that, "distal tip of conical stem broke. Patient had a non-union of previous femoral osteotomy."

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 326 mg/dl, 185 mg/dl, and 153 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.